Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated the pt attempted to adjust stimulation, felt a shock or jolt in the leg. It was stated the pt no longer felt any stimulation. The pt was referred to their health care provider. It was later shown the pt's device system had been replaced. The pt outcome was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.